Event description:
It was reported that caller previously experienced issue where drops of insulin did not appear at end of tubing during fill tubing step, despite using room temperature insulin and properly removing air from cartridge without overfilling or reusing cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, successfully resumed insulin delivery, and no additional information was received regarding any further outcome.